Event description:
It was reported that the stent broke inside the patient. A percuflex nephroureteral stent was selected for use. However, during the procedure the stent broke and the end piece was somewhere inside the patient's body. A catheter was used to aid in expelling the broken stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Media inspection, the customer did provide one photo related to the complaint; the upn and lot number provided on the photo attached to the complaint match with the reported information in this complaint. Visual inspection, the catheter, and the metal cannula were returned for this complaint. The catheter was inspected, and no damages were observed. And the metal cannula was bent, also it was detached at distal section. Microscope inspection, under microscope it was observed that the metal cannula was detached/separated at distal section.

Event description:
It was reported that the stent broke inside the patient. A percuflex nephroureteral stent was selected for use. However, during the procedure the stent broke and the end piece was somewhere inside the patient's body. A catheter was used to aid in expelling the broken stent. No patient complications were reported. It was further reported that the method that was used to unlock the pigtail was the straightener. The safety tip was removed and it was loaded on a wire. However, it could not load all the way as there was a piece of plastic flap/defect noted. The device was put down and had to be removed due to ureter stenosis. A balloon inflation was performed and then reinsert the device onto the wire and noticed that the tip was missing. The missing tip could not be found on the sterile field or table nor on the floor as well as under fluoroscopy. The physician did not planned any intervention to remove the end piece, it will be passes along with the kidney stones.

Event description:
It was reported that the stent broke inside the patient. A percuflex nephroureteral stent was selected for use. However, during the procedure the stent broke and the end piece was somewhere inside the patient's body. A catheter was used to aid in expelling the broken stent. No patient complications were reported. It was further reported that the method that was used to unlock the pigtail was the straightener. The safety tip was removed and it was loaded on a wire. However, it could not load all the way as there was a piece of plastic flap/defect noted. The device was put down and had to be removed due to ureter stenosis. A balloon inflation was performed and then reinsert the device onto the wire and noticed that the tip was missing. The missing tip could not be found on the sterile field or table nor on the floor as well as under fluoroscopy. The physician did not planned any intervention to remove the end piece, it will be passes along with the kidney stones.